Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device extension piece broke. The reporter stated that they spiked an IV bag and were getting ready to start the patient's IV when they saw a broken IV extension piece fall on the floor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and revealed that the winged female luer lock adapter and power injectable tubing were separated. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.